Event description:
Plaintiff's lawyer reported that patient allegedly was implanted with a cl medical I-stop (lot unk, ref. Unk). Patient complained about pelvic pain, infection, urinary problems and other injuries.